Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was instructed how to adjust the vacuum and aspiration rate parameters over the phone. The system then functioned as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 25, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a vacuum problem during a cataract procedure. The case was completed by using a different system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).